Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported mobile system blood glucose results of 399 mmol/l and nano system result of 188 mmol/l within 10 minutes. Reported from another day mobile system blood glucose results of 454 mmol/l and nano system result of 189 mmol/l within 10 minutes. No nano system information was provided. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.